Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was unable to release out of the trocar. The surgical assistant was able to remove the instrument but observed that the instrument was broken after it was removed from the patient¿s abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip at the base, causing misalignment of the grips. This caused the inability of the instrument to be released out of the trocar. The grips did not show cracking damage. Additionally, components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis.